Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer blood glucose reading was 134 mg/dl. Troubleshooting was not performed for failed battery test. Bolus amount was recorded in the daily history. Customer also report could not communicate with motor arm and main arm. Insulin pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit passed self-test and displacement test. No pump error or unexpected failed battery test alarm was noted during testing. Unit was received with minor scratched display window, case and keypad overlay.